Event description:
It was reported that the drain bag urinary blockage occurred, and drainage did not occur.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tubing and sample port connector. Visual inspection of the sample noted filled drainage bag with water and 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution was unable to drain out of outlet tubing. The outlet tubing was deformed/pressed sealed, and deformation could not be removed. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag urinary blockage occurred, and drainage did not occur.